Manufacturer narrative:
Follow-up 07/08/2016: customer reported that their bg levels have improved and are near target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 550 (mg/dl) in the last 4 days. Customer administered boluses and injections to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.